Event description:
It was reported that three measurements of low high voltage lead impedance were observed through remote transmission. Review of trends showed the impedance measurements to be generally stable and within normal range except for the three episodes. The patient will be brought in for evaluation. No further information is available at this time.